Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a patient was burned.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: lightsource turned itself back on after being put into standby mode causing burn. Probable root cause: reed switch assembly malfunction. Use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that a patient was burned.